Event description:
It was reported that the patient was experiencing change of stimulation sensation due to lead migration. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18493265.